Event description:
While using a byte night aligners, patient had visited their dentist for a cleaning, the dentist found a lower back molar that was cracked. The tooth cracked during the aligner treatment. Patient stopped aligner treatment immediately until the situation was remedied. The tooth was removed, and an implant was attempted that did not take. Requested letter of recommendation from dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.